Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, the nurse in the procedure removed the device from the package when she noticed a "piece of the coil had broken off." The account confirmed there was no patient contact, however additional information is unavailable. A second stone cone nitinol urological retrieval coil was utilized. Please reference medwatch report number 3005099803-2010-02323 which documents the second device. The procedure was successfully completed using a third stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.